Event description:
The needle came out of the syringe and got stuck in the insulin bottle.

Manufacturer narrative:
Device failed due to insufficient adhesive being applied between the needle and the hub. A factory corrective action has been completed. No other lots or part numbers have been affected by this failure. The failure rate is very small compared to the number of devices shipped with lot number a07001. The consumer has been given replacement devices.